Event description:
Catheter placed 2002 in medical ICU. When the physician attempted to remove the guidewire he met resistance. He removed the tlc but wire broke up on trying again to remove. Multiple attempts were made to remove by vir and cutdown. Wire then broke deep in subcutaneous tissue where it remains.